Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was electively replaced due to normal battery depletion. Upon receipt at guidant's reliability assurance laboratory, initial testing indicated that the device fell short of longevity expectations, provided actual clinical use.